Event description:
A falsely elevated vitamin b12 result (within normal reference range) was obtained on a patient sample on (B)(6) 2012. The result was reported to the physician. The sample was subsequently repeated on (B)(6) 2012, on an alternate siemens instrument system and a low result (below normal reference range) was obtained. A bone marrow aspiration was performed on (B)(6) 2012 and the results did not correlate with the initial result on the dimension vista(r) system. There was no report of adverse health consequences as a result of the falsely elevated (normal range) vitamin b12 result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated vitamin b12 result is likely interference from intrinsic factor antibody in the patient sample. The IFU for the dimension vista vitamin b12 flex reagent cartridge contains the following precaution. "Intrinsic factor blocking antibodies are present in approximately half of pernicious anemia patients. There is a low frequency possibility that high titers of these antibodies may not be completely inactivated during the reaction pretreatment step. If test results are in conflict with the clinical diagnosis, the sample can be tested for intrinsic factor blocking antibodies." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Issued an urgent field safety notice dated (B)(4) 2012 to announce a voluntary recall of all lots of the dimension vista vitamin b12 flex reagent cartridge. It instructed customers to immediately discontinue use of the dimension vista vitamin b12 assay.